Manufacturer narrative:
This product was not returned. A product investigation in not possible. Microline inc., has noticed an increase of reported devices with this similar failure. A corrective action plan has been issued in efforts to address the increase of these failures. Ref CAPA: (B)(4) .

Event description:
During a laparoscopic cholecystectomy procedure, the heat shrink form the renew lapclinch grasper broke and fell off. The procedure and anesthesia time was extended by 20 min. There was no harm to the patient.

Manufacturer narrative:
The device was returned, decontaminated and visually investigated. Upon visual inspection this complaint has been confirmed. The returned tip was returned with a split heat shrink. Microline inc., has noticed an increase of reported devices with this similar failure. A corrective action plan has been issued in efforts to address the increase of these failures. (B)(4).